Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached stat padz. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a damaged trace on a transformer component on the analog board. The analog board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.